Event description:
It was reported that the pump's sleep/wake button was unresponsive and the user could only power the device by placing it on the charger; after a guided restart, the button functioned. Symptoms included temporary inability to operate the device using the sleep/wake control. Outcomes included no injury, no alarms, and restoration of normal button function following troubleshooting. Investigation included customer service troubleshooting and education, including a device restart. Investigation of this case revealed a transient user interface responsiveness issue that resolved with a reboot, consistent with a temporary device software or control state requiring restart. It was concluded, based on previously established findings for similar reports, that the cause was a transient device state resolved by standard troubleshooting.